Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and death of the patient. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported a patient death had occurred on (B)(6) 2023 after the patient was removed from a ventilator, and 29 days after hospitalization for hypoglycemia. This report does not contain any allegation of device malfunction in relation to the patient death, or if the device was in use. Additional detail obtained in the investigation confirmed the patient called her provider on (B)(6) 2023 reporting frequent hypoglycemic events and was instructed to reduce the programmed rates by 50 % which she declined to do. Attempts made by insulet to obtain further information related to this patient death have been unsuccessful, and the physical device has not been returned for review. If new information becomes available, post market will reassess this case.